Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during removal of the impella cp a cut down to the right femoral artery was done to repair the vessel. The patient was escalated to an impella 5.5 pump and survived.

Manufacturer narrative:
The cause of the perforation was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.